Event description:
Customer reported receiving a reading of 116 mg/dl on his adc blood glucose meter, which was lower than a reading received later on a healthcare facility's meter. Customer further reported he was visiting a friend, who is a physician, when the friend noticed he had "slurred speech". Customer was transported by the friend to a local healthcare facility. At the hospital a reading of 400 mg/dl was received and the customer was diagnosed with hyperglycemia and "a stroke". It was reported the customer was treated with glucose via intravenous infusion, and was given insulin and "laviks" (plavix). Customer was unable to report the date when the adc meter reading was obtained or when the medical event occurred, but noted he was hospitalized for five days. The reported treatment with glucose is inconsistent with the reported diagnosis, but attempts to clarify the inconsistency were unsuccessful. Customer denied self-treating. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. (B)(4). The actual date when the medical occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event.

Manufacturer narrative:
As product was not returned and test strip lot reported with this complaint is expired, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.